Manufacturer narrative:
Product analysis: the distal tip was slightly flared; however this damage is consistent with the use of the device in-vivo. Stent crimp impressions were evident along the length of the balloon. No stent was returned with the device. (B)(4).

Event description:
The physician intended to use an endeavor resolute stent. The device was removed from packaging per IFU and inspected, with no issues noted. The target lesion in the rca had severe tortuosity, moderate calcification and 90% stenosis. Lesion was pre-dilation was done with a 2.5 x 15 mm balloon. Resistance was encountered when advancing the endeavor resolute device. Inflation device remained on neutral pressure during delivery of the device. Excessive force was not used during delivery. It was reported that the device did not pass through the lesion. The physician completed the procedure with an unknown brand 2.75 x 20 balloon catheter. No patient injury reported. The physician believes that the event was due to use of the device in a difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. The device was returned to the manufacturing facility for evaluation and through analysis it was noted that the stent was not present. It was confirmed that the stent dislodged when the balloon catheter was being pulled back after the failed delivery attempt. The physician believes that the dislodgement event was due to use of the device in a difficult vessel anatomy. "Please note that this device (endeavor resolute rx) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity rx). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.